Event description:
Per the clinic, the patient experienced infection of the skin "flaf" post surgery and subsequently was treated with topical antibiotics (date not reported). The issue could not be resolved, resulting in the decision to explant the device. The device was explanted on (B)(6) 2017.